Event description:
A complaint was reported to boston scientific corporation on talon grasping forceps used during a procedure on (B)(6) 2012. According to the complainant, during manipulation of the stone, the basket broke away from the wire stem leaving fragments of the stone and basket in the patient's right ureter. The procedure was not completed due to the event, and the physician had not determined at the time of the complaint whether to perform another operation on the patient or send him to a specialist to remove the fragments. The status of the patient is unknown. Attempts to obtain additional information were unsuccessful.

Event description:
A complaint was reported to boston scientific corporation on talon grasping forceps used during a procedure on (B)(6) 2012. According to the complainant, during manipulation of the stone, the basket broke away from the wire stem leaving fragments of the stone and basket in the patient's right ureter. The procedure was not completed due to the event, and the physician had not determined at the time of the complaint whether to perform another operation on the patient or send him to a specialist to remove the fragments. The status of the patient is unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the talon grasping forceps revealed the prongs were detached and not returned for evaluation. A fragment of the distal end of the outer sheath approximately 3.5cm long was detached and the outer sheath was kinked in several locations along the working length. The broken distal end of the drive wire was examined under magnification and was found to be discolored, the discoloration is consistent with a wire that had been contacted by a laser or some other electrical instrument. A functional evaluation was performed and when the handle was actuated the wire would move freely within the sheath. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.